Event description:
The inspection image (inside the mask) is blacked out (characters are displayed) during the inspection, and it can be improved by turning the power off and then on again. This event occurred at the time of during use. There was no report of patient harm.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is not marketed in us, therefore 510k is not applicable.

Manufacturer narrative:
Correction information g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result additional information h4:device manufacture date evaluation summary image blackout when left unattended. The root cause is unknown because there is no reproducibility. It is speculated that the ic of the circuit system that transmits the endoscopic image in the process board became unstable, leading to an event that was temporarily not displayed. It is presumed that the cause of the unstable operation of the ic is the situation where the operation of the ic is temporarily stopped due to the unstable power supply or the defect of the ic itself. We explained the defect analysis to the customer and replaced pcb.